Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag which resulted in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a possible loose connection between the heater line of the homechoice cassette and heater bag which resulted in a leak, that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to start over with all new supplies and contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.